Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. It was determined that the camera has a kinked cable. Water leakage test failed, due to a leak on the video connector/ the camera coupler is rusted. When connected to the otv-s190 processor, there was no camera image present. This was found to be caused by a fault within the camera control unit (ccd) unit. A known good ccd unit was fitted and the camera, then passed all functions test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use, that there is no image output on the hd autoclavable camera head. The device was not used in a clinical procedure and has not been in contact with any infectious diseases. There was no patient associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is somewhat likely that the failure of charged coupler device prevented the video function from functioning properly, resulting in no image. The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.